Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt, the device will under go detailed analysis in an attempt to confirm and determine the root cause of this event.

Event description:
--

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) earlier than expected. The device was removed and replaced due to suspected premature battery depletion (pbd). No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.